Event description:
As a result of the product notification effort under recall z-232-7, ventritex learned that this person had died. No details regarding cause of death were attainable from the physicians. Ventritex subsequently requested and rec'd a death certificate. The certificate lists cardiac arrest as the immediate cause of death with ventricular fibrillation as a condition leading to cardiac arrest. The certificate also lists congestive heart failure as a significant condition contributing to the cardiac arrest. Co is not certain that the device contributed to this death. This person had died as an in-pt, and yet there has been no report from the user facility that the device had failed to convert an arrhythmia. Co is, however, reporting the death because co has neither the device nor any associated data or electrograms which would enable it to conclude that the device did not contribute to the death.